Event description:
Consumer reported that multiple tampons turned upside down inside her vaginal cavity after insertion making the string inaccessible for removal. She was able to manually remove the tampons and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.